Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father was reported via phone call that, the customer was hospitalized on an unknown date due to stomach virus and diabetes ketoacidosis with high blood glucose of the 523 mg/dl and current blood glucose was 553 mg/dl. Customer reported the following symptoms related to their high blood glucose were vomiting, could not eat and could not go to the restroom. Customer was wearing the pump at time of hospitalization. Customer declined troubleshooting for the high blood glucose and the blank display screen. The customer also stated that, the infusion set cannula was bent. The device will not be returned for the analysis.